Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software did not work and insulin delivery was not stopped when customer¿s blood glucose (bg) level dropped. Additionally it was reported that high bg alerts were not received. Customer had elevated and low blood glucose levels; however exact bg values were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue; however, no response was received.